Event description:
A spinal implant was involved in a product liability law suit. The part and lot numbers were not reported and the device will not be returned for evaluation. No further evaluation can be performed. It cannot be verified that the product in question is a depuy acromed product. No further action can be taken at this time.